Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0jyxy, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-may-2018, UDI#: (B)(4). Analysis of the ins ((B)(4)) found it passed functional testing and had insignificant anomalies. Analysis of the lead ((B)(4)) found the proximal end of the #0 conductor was broken and the distal end of the #3 conductor was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the system initially controlled the patient¿s symptoms, but the patient had a loss of efficacy and had the entire system explanted and not replaced for alternative treatment. It was noted that the event was related to the device or therapy, not related to the implant procedure, and that there was a normal battery depletion; an interrogation reported noted the device had undergone a power on reset. The outcome of the event was resolved without sequelae as of 2019-may-10. No further complications were reported/anticipated.